Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient has brain cancer, unknown to be related to the device or therapy, as of an unknown date. MRI compatibility guidelines were requested. The patient's indication for implant is unknown.